Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged using the tandem-provided usb charging cable and adapter. Additionally, the customer reported that an occlusion alarm occurred. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. There was no reported adverse impact to the customer's blood glucose level.